Event description:
Caller reported blood glucose results of 399 mg/dl, 134 mg/dl, 159 mg/dl, and 208 mg/dl on the aviva system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.